Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation. There was fragmentation of the insulation, and the internal conductor wire were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken, as the instrument passed the electrical continuity test and showed low energy on cauterizing tests. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the long bipolar grasper will not burn tissue. The procedure was completed with no reported injury.